Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. During repair, it was determined that the attachment device would not load the cutter was confirmed, a piece of broken cutter was stuck inside. The device was taken apart and it was noted that excessive corrosion, medical debris in the locking mechanism assembly and preventing the lock tabs from releasing the cutter which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. The assignable root cause of the ¿cutters broke¿ was determined to be due to excessive lateral or side to side force by the user (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was not working properly and was marked as broken. During in-house engineering evaluation it was observed that a cutter fragment was stuck inside the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.